Event description:
Per the info provided to co by the physician's office, a future surgery is scheduled because the device has "failed to function."

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 4/6/93 and removed on 8/25/97 because the device had "failed to function." Additionally the info indicated that the "exit tubing breakage" was noted. A pump, two cylinders and a reservoir was returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been rec'd. Without the requested info, qa is precluded from commenting on the events surrounding the incident. Should add'l info be rec'd, qa will reevaluate this complaint in accordance with procedure. Examination and testing of the returned components revealed a separation/leakage site in cylinder #1's strain relief at the apex. Examination of the surfaces of the separation revealed markings characteristic of stress(s) induced rending. Add'l examination revealed two crease marks opposite the separation. Based on qa's examination, and the limited info rec'd, qa concluded that while in-vivo cylinder #1's strain relief was partially kinked. Qa further concluded that this positioning, in combination with device usage, contributed to sufficient stress(s) to rend the strain relief at this site. This rent would allow the loss of fluid and render the device inoperable.